Event description:
Customer called reporting the part where the reservoir goes into the insulin pump is broken. Her blood glucose is 165 mg/dl. Customer recalls that her insulin pump stopped working all of a sudden. When she checked it, she saw that it was broken. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Pump was unable to prime during the prime/a33 test due to cracked end cap. Unit received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. Unit also had scratched display window. No broken pieces at the reservoir tube or case were noted.